Manufacturer narrative:
(B)(4). Damaged articulation bands the analysis results found that the device was returned with the left articulation band damaged and with no reload present on the device. The returned device was tested for functionality with three tests reloads and it was fired in the three articulated positions; the device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the articulation band became damaged. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The event could not be confirmed as no malformed staples were noted during functional testing. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the device was used during a laparoscopic appendectomy. The device cut but did not staple. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.